Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The reported caravel microcatheter was returned for investigation. The returned caravel microcatheter was missing its tip. The torn braids were coming out of the breakage end of the catheter. The catheter lumen was narrowed down and the torn end of the inner tube was twisted and stretched. The polymer jacket was found twisted proximal to the breakage end. These findings indicated that approximately 5mm of the tip of the caravel microcatheter was torn off and missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion might have been applied on the subject caravel microcatheter while its tip was being trapped in the calcified lesion. The stress likely could have been accumulated between the tip and the shaft segments, tearing off the tip when tensile stress generated with removal had exceeded the product design limit. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that an asahi caravel microcatheter was used with a non-asahi guide wire to cross a moderately tortuous and heavily calcified cto at the posterior tibial artery (pta) during a percutaneous peripheral intervention (ppi). As attempts to cross the lesion failed, the caravel microcatheter was removed and a non-asahi balloon catheter was used to dilate the lesion. When the caravel microcatheter was inserted in the lesion again, the catheter tip got caught in the lesion. Removal attempts were made by rotating the caravel microcatheter. When the catheter was taken out of the patient anatomy, its tip was found separated and left in the lesion. The physician concluded that fragment removal was not possible as the separated tip had flowed far down peripherally. He decided to leave the fragment in situ. An asahi corsair armet was then used to continue the procedure. In the end, a plain old balloon angioplasty (poba) was performed successfully with reestablished blood flow. The physician commented that the tip separation was due to rotation applied to the caravel microcatheter to remove the device. It was informed that there were no patient health hazards associated with the reported event, and the patient was doing fine.

Manufacturer narrative:
**UDI related data quality updates only** as we received an email time-stamped wednesday, (B)(6) 2024 3:23 am at our end from (B)(6). MDR data systems team, to inform us that information about the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a was incorrect. The subject device was initially reported as caravel mc (model #: crv135-19m) which is distributed as caravel (model #: crv135-19p) in the us; therefore, brand name in block d1 was changed from caravel to caravel mc and the model # was changed from no entry to crv135-19m as indicated in the package label of the subject device. Although caravel is currently us marketed, the subject model is sold outside the us under the brand name caravel mc. After comparing the information in the previous submitted MDR with that of caravel in the corresponding fields in the gudid, we determined to submit this supplemental report. The changes we intend to make are as follows: d3: manufacturer name, city, and state - from asahi intecc co., ltd. To asahi intecc co., ltd. D4: catalog # - from crv135-19p to no entry g1: contact office - from asahi intecc co., ltd. To asahi intecc co., ltd. Email - from lei.sun@asahi-intecc.com to complaint@asahi-intecc.com h4: device manufacture date - from 26-6-2023 to no entry